Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead recorded a code 1005 indicative of an open circuit was detected during shock delivery. The patient received shocks a few days ago which was believed to be due to atrial fibrillation (af) with rapid ventricular response. Event with delivered shocks showed high out-of-range (oor) shock lead impedance measurements of greater than 125 ohms in the first two shocks and the third was 43 ohms. There was no noise observed on the electrogram (egm). Boston scientific technical services (ts) had the health care professional (hcp) and the patient recreate the same motion when patient got shocked but still could not recreate the oor impedance measurements. Ts discussed getting a header x-ray to check on set screw or lead pin insertion. Additional information received that x-ray was performed; however, still awaiting for the analysis. Attempts to obtain further information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) identified no anomalies. Review of the device memory found numerous high voltage system faults for shock lead open. The device was submitted for automated therapy availability testing and failed the right ventricular (rv) pacing and shocking portion of the testing for inability to deliver a shock. Manual therapy availability testing confirmed this failure. The device was unable to deliver a tachy shock in all lead configurations. It is concluded that the allegation from the field was a result of delamination of an internal component. This issue has been addressed and this component had been manufactured prior to implementation of the corrective action.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.